Event description:
The pt reported that the pump is re-booting without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation is expected, but has not yet begun. A supplemental report will be filed upon completion of evaluation. No conclusions can be made at this time.